Event description:
Information was received indicating that a smiths medical smiths medical level 1® hotline® 3 blood and fluid warmer was not heating up. There were no reported adverse effects.

Manufacturer narrative:
Returned device was received in used physical condition. The enclosure was dirty and stained with scuff marks. The drain fitting is rusted. The pole clamp is dirty and damaged and the line cord is old and worn. During the evaluation of the device, the initial complaint was confirmed and it was found that the heater was faulty. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.